Manufacturer narrative:
(B)(4). G2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to malrotation of the tibial component which caused knee pain. All components were removed and revised. Attempts to obtain additional information have been made; however, no more information is available at this time.